Event description:
(B)(4) received a report from (B)(6) stating the small cap inside the swivel portion of the closed suction catheter does not cloase completely and allows air to leak. The resulting leak in ventilation decreases the patient's total ventilation volume. No additional information was provided in regards to the patient's status.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is in progress. Upon completion of the investigation; a follow-up report will be filed. (B)(4) has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).